Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the foreign material is not established and for the remaining malfunctions are traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the rigid video laparoscope had broken light guide bundle, the light transmission was too low, displayed error code (e104) and the light transmission plug of the video cable section had foreign material. There was no patient involvement.